Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2014 with the following findings: the pump was able to power on with the returned battery cap. An error alarm warning (eaw) 076-0000 motor timeout error was received on each "rewind" attempt during investigation. A review of the black box revealed multiple eaw 076-0000 motor timeout errors on (B)(6) 2014. The remaining steps were unable to be performed due to the eaw 076 motor timeout error on the rewind step. The pump case was removed and there was no evidence of moisture/contamination or loose components observed inside pump. Investigation revealed an unidentified motor circuit pcb failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly multiple call service 076 alarm issues that was unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.